Event description:
It was reported that the surgeon was unable to thread the locking cap in. The surgeon was attempting to lock down a synapse construct. He had used the persuader to reduce the rod into the screw, however, he was unable to thread the locking cap in, he tried a few times before changing the locking cap. The new locking cap inserted immediately. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.